Event description:
It was reported that the patient had a procedure to remove a skin cancer near the pacemaker pocket. It was also noted that the wound didn't heal so the device eroded completely out of the patient's skin along with the lead tips. It was further noted that cultures were taken and the patient experienced methicillin-resistant staphylococcus aureus infection. The implantable pulse generator (ipg)was explanted and replaced with a leadless ipg. The right atrial (ra) lead and right ventricular (rv) leads were capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.